Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The revision was necessary due to the loosening of the old rev2 baseplate. The procedure involved the removal of a revii glenoid baseplate, sphere, and screws from the glenoid, as well as a revii cemented stem and insert from the humerus. The tight exposure made the removal of the old glenoid components and the implantation of the new components challenging. The patient's bone quality during the event was suboptimal. The revision surgery was successful with no delays.

Event description:
The revision was necessary due to the loosening of the old rev2 baseplate. The procedure involved the removal of a revii glenoid baseplate, sphere, and screws from the glenoid, as well as a revii cemented stem and insert from the humerus. The tight exposure made the removal of the old glenoid components and the implantation of the new components challenging. The patient's bone quality during the event was suboptimal. The revision surgery was successful with no delays.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.